Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had some adjustments made a week ago today with one of the techs and they worked out great. Patient said the pain level was even further down and they told the tech that it felt great now. Patient stated they did reprogram a lot of stuff and made 3 ports or 3 areas that goes to the one on the spine. Patient then stated when they left the facility they got in their vehicle and put the seat belt on and they were driving for maybe a mile and all of a sudden right underneath the right breast where the spine one is it was really bad and they had to pull over because it felt like they put their finger in a light socket. Patient got their controller and lowered the stim. Patient was at 4.6 and now they are anywhere between 2.5 and it was a lot more comfortable level but they feel like it is not doing its job like it was before. Patient mentioned when they went in there with manufacturer representative last week they readjusted a whole bunch of things and they went down to about 2.0 or 3.0 and that didn't help so they put it down to 2.4 and it has started leveling off more or less. Last night they had it at 2 because it was very noticeable on the right side. Agent asked if patient tried the different groups that are set on there and patient said they didn't have any to tell the truth until last monday. Patient saw at the tech's computer there were certain areas and stuff and patient didn't see anything like that. Patient has 3 areas now but most of it is pointing to the right side of their body because that is the one that is bothering them. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.